Event description:
It was reported that this left ventricular (lv) lead exhibited high capture threshold measurement. This lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.